Event description:
The laser system has the following problem: "loud 'pop' in ready mode". No adverse effects to patient were reported.

Manufacturer narrative:
We are waiting for additional information from distributor. No files attached.